Event description:
Hill-rom received a report from the account stating the brakes would not lock into place once the brakes were set. The customer stated the casters would swivel and roll when being pushed (brakes not holding). The bed was located in the repair shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The customer ordered all brake casters to repair the bed. Hill-rom contacted the customer two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.